Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a pacing impedance alert. High, undefined impedance was observed on the left ventricular (lv) lead which was noted to be programmed off. Both leads remain in use. No patient complications have been reported as a result of this event.